Event description:
The customer reported there was a metal stent stuck in the working channel of the subject device. This did not occur during a procedure. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found foreign material was exiting the forceps channel and the adhesive on the distal end was peeled resulting in a gap. This report is being submitted for the malfunctions found during evaluation (foreign material and gap in adhesive). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found foreign material was exiting the forceps channel and the adhesive on the distal end was peeled resulting in a gap. A review of the device history record found no deviations that could have caused or contributed to the gap in adhesive and foreign material in the channel. The device shipped according to specifications. It has been over seven years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the adhesive on the distal end peeled due to reasons similar to other damage found on the device. It could not be determined whether stress, handling or other issues caused the adhesive to peel. However, a definitive root cause of the reported issue could not be identified. Based on the results of the legal manufacturer's investigation, an air leak was observed. Foreign material may have come out of the forceps channel because the scope could not be reprocessed properly. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following, which may help to identify the issue: preparation and inspection: inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device. In addition, suction was weak and the suction button did not return due to the suction channel being clogged, there was water leakage from the operation part and connector due to damaged parts, the ultrasonic sound line was missing due to disconnection of the ultrasonic cable, sensitivity of the ultrasonic image was abnormal due to peeling of the adhesive on the ultrasonic probe, the ultrasonic probe and objective lens were damaged due to physical stress, there was operational damage due to physical stress, the controls were dirty due to insufficient cleaning, the paint on the air/water cylinder was peeled, the insertion tube was buckled and the coating was peeled, switch one was damaged, and the ultrasonic probe was rattling due to physical stress. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.